Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.5, b.6, d.1, d.2, d.4, d.6a, d.6b, g.1, g.4, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported for right side "extracapsular rupture". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound. Affected side is unknown. Device remains implanted.